Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reports to have a new insulin pump and has experienced no delivery alarm. Customer's blood glucose was 400 mg/dl. After troubleshooting, customer was advised that insulin pump was functioning as designed and no delivery alarm was caused by occlusion. No further information provided.